Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable would no longer work to charge the pump properly and the battery percentage remained static at a value while charging. Customer's blood glucose value was 122 mg/dl. Customer declined troubleshooting with tandem technical support and a replacement cable was sent to the customer.